Event description:
It was reported that a homechoice automated pd set with cassette was found to have the protection cap of the patient line entirely missing (not inside pouch). This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 (lot #, expiration date, UDI #), h4, h6 and h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. A visual inspection using the naked eye was performed which showed a missing blue pull ring cap on the beige patient connector outside of the over pouch. The reported condition was verified. The sample failed to meet specification. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.